Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. Customer major issues over last couple days with blood glucose in 300¿s mg/dl and 500¿s mg/dl. Customer blood glucose was 123 mg/dl when she woke up but after coffee it went up to 261 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer was on the auto mode feature. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer declined to performed the high pressure test. The insulin pump will not returned for analysis.